Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first returned reload noted the reload was fully fired and had sub-flush staple pushers and damage to the cutting edge of the knife blade. Visual inspection of the second returned reload noted the reload was fully fired and had sub-flush staple pushers. The returned staple was noted to be malformed. The reloads were loaded into a pmv representative instrument for functional testing. The reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action an d/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/pneumothorax resection procedure, on the third firing for bulla resection of lung, when the surgeon fully fired the device and the checked the staple line it was noticed that a malformed and linear staple was attached to the cut end of specimen site. The surgeon said he/she did not feel strangeness during the firing. After the surgery,they checked the specimen and noticed there was no lack of stapling there. The customer returned the cartridge in question and the malformed staple. The status of the patient is alive with no injury.